Event description:
Two days post implant, the institution noticed bubbling on aspiration. The pt was sent to radiology where the port was found to be leaking at the catheter-port connection. The catheter was reinserted and the system appears to be working correctly.